Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during event log review and initial functional testing. The defective temperature sensor was replaced to remedy the fault. During visual inspection, cold well cap was noted to be missing, unrelated to the reported complaint. A review of the event log was performed and found multiple error message tcmid: 07 were noted on the customer reported event date of (B)(4) 2017. The console failed the initial functional testing due to error message tcmid: 07 displayed when powered on due to defective temperature sensor. Error message tcmid: 07 was caused when the coolant temperature exceed the maximum temperature limit and triggers the console to stop therapy. An additional repairs were performed as part of routine maintenance. The cold well cap was replaced, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During therapy, the thermogard ivtm system (sn: (B)(4)) was displaying an error message tcmid: 07 (coolant temp high). The customer tried to power cycle the system; however, the error message persisted. Another system was used to continue with therapy. No known patient consequences were reported.